Event description:
The complainant stated the brakes on the bed will set but if the bed is bumped, the bed will pop out of brake.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.